Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6)2017, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/19/2017 with the following findings: during investigation, no damage was found to the battery compartment. The battery cap was not returned, and a test battery cap fully attached to the pump. The pump powered up with auditory and vibratory alarms and a blank display. The black box and download history could not be downloaded due to the blank display. The pump cover was removed to find no internal moisture. An eeprom failure was concluded.